Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had pain in her hip which started (B)(6) 2015 and it was manageable now it had progressed (B)(6) 2015 stated the pain was horrible. The patient stated a day prior to this call at noon or 1pm, she turned down the stim to 0 and she was still having pain. She also had an x-ray done and "there was nothing wrong with the hip". The patient mentioned she was concerned about traveling the day next to this call because of the pain. The patient reported a loss of therapeutic effect never had relief for urinary and stimulation helped a bit for fecal but now it was not helping with either. The patient stated that she had problems with her device, it barely helped with anything. The patient stated (B)(6) 2015 they turned up the stimulation to 1.80v and it was too much and she turned it back down to 1.70v. The patient would contact her health care provider (hcp) the day next to this call. It was reported that patient spoke with hcp 3 weeks ago and hcp said he implants implantable neurostimulator (ins) but did not know how to program it.

Event description:
It was reported that the patient felt nothing and they only felt stimulation when their husband made a change with the programmer. The patient said ¿I am fine then it goes away.¿ it was noted that the patient was frustrated with not feeling stimulation and trying to use the programmer. The patient¿s husband was able to synch the patient¿s device and confirm their stimulation was on and it was on program 2 at 0.85 volts. The patient was able to bring up the therapy screen, but when trying to increase stimulation they got a poor communication screen several times. The patient relocated the antenna and removed and replaced the batteries but they continued to get a poor communication screen. It was stated that the programmer wouldn¿t do telemetry without the antenna attached. It was noted that they were able to get telemetry fine with the external antenna attached. The patient noted that they never had therapeutic effect and since implant their symptoms for urinary were not helped and her fecal symptoms had been minimally helped. It was noted that the patient was up four times the night prior to report and before implant they were up 1 to 2 times per night. Two days later, it was stated that the patient wanted to know why their programmer would not turn on and it was found that when the patient checked there were no batteries in the programmer. Putting batteries in the programmer solved the issue. Analysis of the programmer showed that the telemetry problem was unverified. It was also found that the top case assembly and face plate were damaged during removal from the shipping box .additional information received on (B)(6) 2015 indicated that the patient did not feel it was working as it should and need to speak with the manufacturer representative. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0rqwl, implanted: (B)(6) 2015, product type: lead. (B)(4).